Event description:
Pt was having a repair to an l-3 vertebrae fracture. The rep from medtronic was present and assembled the instrumentation. The surgeon placed a medtronic percutaneous pin and sleeve into the pt's iliac crest. At the conclusion of the case, the sleeve could not be located. X-ray determined the pt had a second surgery to remove the sleeve. The sleeve was marked with the following: (B)(4).